Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the us with supplemental information from nurse of peritonitis in a (B)(6) male patient, coincident with dianeal for peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was hospitalized from (B)(6) 2012 for the peritonitis. On an unreported date, a peritoneal effluent culture test was performed. The results were unknown. The nurse reported the cause of the peritonitis was due to a break in aseptic technique. The patient and caregiver were retrained on aseptic technique. Treatment rendered for the events was not reported. The patient was recovering for the event. Concomitant therapy: not reported.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted. As the product code is unknown, a 510k number was not able to be identified.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.